Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) france alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the alleged inaccuracy issue first occurred ¿around (B)(6) 2014.¿ the reporter provided the following meter readings which were obtained from the subject meter on (B)(6) 2014: ¿83, 92 and 200mg/dl¿. The reporter also provided the following readings which were obtained on (B)(6) 2014: ¿101, 88, 180, 87 and 354mg/dl¿. The patient stated that they manage their diabetes with ¿humalog 25 insulin¿ and administers one injection in the evening based on meter readings. The patient also manages their diabetes with ¿2mg novonorme¿ in the morning and lunch time, as well as ¿50mg glucor¿ in the morning, lunch time and evening. The patient claims to have injected an additional ¿27 units¿ of insulin based on a meter reading of ¿180mg/dl¿ which he obtained at 6:45pm. Immediately after obtaining the reading of "87mg/dl" between 9-9:15pm the patient began ¿shivering¿ and then ¿fainted.¿ the patient regained consciousness on his own and immediately ate a cake at around 9:15pm. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained at different times throughout each day, so do not meet lfs¿s criteria for precision. The products were requested back for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient had been basing their insulin intake on these readings for around a week prior to becoming symptomatic. The patient administered insulin as a result of one of these inaccurate readings and then suffered symptoms suggestive of serious injury as a result of this.